Event description:
On 23-mar-2026, an arthrex subsidiary employee reported via email that two ar-3740sp double loaded knotless knee fibertak anchors experienced the same issue. During an acl reconstruction let procedure on (B)(6) 2026, the implant was inserted, and when the loop was tightened, the implant could not withstand the applied tension and pulled out. The bone quality did not appear brittle, and no instability was detected upon insertion. The procedure was completed by removing the affected implant and using a replacement ar-3740sp implant without significant delay, and no additional anesthesia was required. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.